Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was not fed into the jaw after more than the 10th firing. When the device was fired on the cystic artery without a clip on its jaw, bleeding occurred. As it was difficult to stop the bleeding under the laparoscopic surgery, the procedure was converted to open. Another device was used to complete the case. The patient is stable at this time.

Manufacturer narrative:
Date sent: 10/13/2009. Information anticipated, but unavailable at this time.